Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 99% stenosed, left anterior descending artery (lad). Resistance was felt during advancement due to the patient anatomy. The balloon ruptured on the first inflation to 6 atmospheres for 10 seconds. Another trek rx balloon catheter was used to complete the procedure successfully. There was no resistance reported during retraction of the balloon catheter from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough; guide cath: heartrail 6f jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.